Manufacturer narrative:
Citation: kano, s. Md et al. Gait speed can predict advanced clinical outcomes in patients who undergo transcatheter aortic valve replacement. Circulation and cardiovascular intervention (2017) 10(9). Pii: e005088 doi 10.1161/circinterventions.117.005088 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding gait speed as a predictor of advanced clinical outcomes after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from multi-center registry between 2013 and 2016. The study population included 1256 patients, (predominantly female) which were implanted with a corevalve or a non-medtronic balloon expandable transcatheter bioprosthetic aortic valve. Serial numbers were not provided. Among all patients, adverse events included: cerebral vascular accident (cva), vascular complications, blood loss, valve-in-valve procedure, trace to severe aortic regurgitation (ar), electrocardiogram (ECG) changes treated with the implant of a permanent pacemaker, cardiac tamponade, coronary obstruction, and conversion to surgical procedure. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.